Event description:
It was reported on 09/26/2022 by a sales representative via sems that an ar-12990 knee scorpion needle broke off inside the scorpion. This was discovered during an unspecified time with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Functional testing confirmed that needle did not advance through the shaft. Visual evaluation it was no problems found with the device. The most likely cause of the reported failure is wear and tear.